Manufacturer narrative:
The device was returned to the olympus repair center for evaluation. The reported problem was confirmed. The e433 was found due to a defective high voltage power supply (hvps) board. The inspection also noted the circuit (sa volume) board at the rear panel is damaged and the sa knob is missing. The device has not been repaired in the last year. The legal manufacturer (oste) performed a review of the device history records for the concerned device. There were no nonconformities associated with the device with respect to the described issue. Based on the device evaluation, the cause of the e433 was isolated to a defective hvps board, however, the defective hvps board cannot conclusively be determined. The error e433, is triggered by the device¿s safety system and occurs if the effective value of the output signal falls below the intended limit, which normally indicates a low-impedance diode chain. As a safety precaution, the device restarts. If the cause of the error persists, an unlimited permanent restart may follow, then the device is no longer operational. Error message e433 can only occur during device start up. Possible causes for the defective hvps board: the supply voltage from the hvps board is missing or too low. (Permanent error). A defective hvps board due to a short circuit of the mos transistors (permanent error). In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
Olympus was informed the asset/loaner high frequency electro-surgical generator is displaying error e433. The problem was found at an unspecified event, however, it was reported no procedure was involved. No death, injury or adverse event was reported to olympus.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).